Event description:
Report received from the USA stating that the device had a hole/cut in the hose (excluding rupture). It is unk if this event occurred during a surgical procedure. It is unk if injury or medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).